Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The company representative cleaned and lubricated the heel switch then tried with replacing the laser¿s power driver printed circuit board (pcb), but the issue persisted. The company representative then replaced the system¿s pcb assembly to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿laser issue¿ can be attributed to a nonconforming pcb. However, how or when the pcb became nonconforming cannot be determined conclusively. The system was found to be a non-suspect product in regards to the footswitch issue. The footswitch was examined and the reported event was confirmed. An issue was identified with footswitch heel switch. The footswitch was cleaned and lubricated. The heel switch then tested (with the system) and found it to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on march 4, 2009 the root cause of the reported footswitch issue can be attributed to an accumulation of debris in the heel switch of the footswitch. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser did not fire intermittently. Additional information has been requested.